Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: review of the black box data revealed record of call service 064 alarm. On investigation, the pump powered on properly with no alarms. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours; after 24 hours no call service alarms occurred. Investigation did not duplicate the complaint. Unrelated to the original complaint, there was moisture in the battery compartment and the battery compartment was noted to be cracked. Leak testing did not confirm moisture leak.